Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The evaluation found the cannula cap detached from the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a septation gastric procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device locked closed. There were no adverse patient consequences. During the evaluation it was found that the cannula cap was detached from the cannula tabs. Additional information has been requested.